Manufacturer narrative:
Additional information was received from the healthcare professional. The information provided was added to the following sections: the healthcare professional has provided additional information. Information was added to the following sections: a2, a6, b3, b5, and b7. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a sleep appliance had broken parts and the patient presented the issue on (B)(6) 2026, per the report no symptoms or injury were observed and no additional medical or surgical procedures were required. Per the report, the patient did not discontinue use of the appliance, the appliance was replaced with a similar product. The patient's oral hygiene was reported as good, and it was noted that the patient followed all cleaning and storage directions.

Manufacturer narrative:
Correction was made in section d4. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturstock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. ER internal reference number: (B)(4).

Event description:
A healthcare professional reported that the device had broken parts.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).